Event description:
It was reported that four restraint straps need to be replaced which can cause inadequate patient restraint. It was also reported that the wheel needed to be replaced which can cause difficulty maneuvering the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that four restraint straps need to be replaced which can cause inadequate patient restraint. It was also reported that the wheel needed to be replaced which can cause difficulty maneuvering the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device has been evaluated and the information section d and section h has been updated.